Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the customer's quality control (qc) was in at the time of the event. The customer informed the ccc, their protocol is to report any result greater than 40 ng/ml after repeating greater than 40 ng/ml. The ccc informed the customer and recommended to dilute "above assay range" samples with sample diluent. The cause of the flagged patient result being reported out to the physician(s) is from user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer obtained a "assay range" flagged result for cardiac troponin on a patient sample on a dimension exl with lm instrument and reported the result to the physician(s). The physician(s) questioned the result. The customer sent the same sample out to a reference laboratory, resulting without an "assay range" flag. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the flagged patient result being reported out to the physician(s).